Event description:
The patient's mother reported that the patient had surgery for a middle ear infection related to a plugged pe tube, which involved the mastoid and possibly the implant. The patient was also treated with antibiotics (type unknown). It was reported that the swelling of the mastoid has been reduced and the patient has resumed use of her device. Patient is being monitored.